Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication was unable to be issued via medical prescription (rx) verify. The customer tried to request a medication, but it was not giving the options, and the user could just select the medication and try to pull it. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was unable to be issued via medical prescription (rx) verify. A technical support specialist (tss) remoted in and found that the medication was stocked in the cabinet, the medication was on the patient profile, and the cabinet was synchronizing. However, in settings, rx verify was active, but in the patient profile, it is not showing the medication to be requested. Based on the client profile, validation codes were only required for overrides. If the user profiled an order for a narcotic, the user did not require a validation code because the pharmacy indicates the order was valid. The system functioned as intended after the technical support specialist investigated the device.